Manufacturer narrative:
Additional information: date of event: unknown as information was not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial number: unknown as information was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted, give date: unknown as information was not provided. If explanted; give date: not applicable as the iol was not explanted. Device manufacture date: unknown, as product serial number was not provided. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when using a pcb00 preloaded device there was a small little glob observed under the lens. The doctor usually removes it by going under the lens. No patient impact reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed because the product was not returned as it remains implanted in the patient's eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing record cannot be reviewed since the iol serial number is unknown. Historical data analysis: the complaint history was not reviewed since the iol serial number is unknown. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.